Manufacturer narrative:
The device was received by resmed technical service in (B)(4). An engineering investigation is currently in progress. The investigation methods, results, and conclusion are not finalized at this stage. Resmed risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
Imp-(B)(4).

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the design house in (B)(4). The reported "internal battery inoperable" alarm was confirmed through a visual inspection when the device was turned on and was reproducible during in-house testing. The investigation determined that the battery fault was due to a defective main circuit board (pcb). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).